Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the alleged inaccuracy issue began at 8 a.m., on (B)(6) 2017. The patient claimed obtaining an ¿over 600 mg/dl¿ warning message and blood glucose readings of ¿300, 402 and 410 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin (lantus, 30 units daily and humalog, based on a sliding scale) and she advised during the follow-up call she administered humalog in response to the alleged issue; however, she was unable to recall the dose. The patient advised during the follow-up call that an unknown time after the alleged issue began, she developed the symptoms of ¿erratic heartbeat¿ and that ¿[her] heart had begun to pound.¿ the patient advised that she then called an ambulance and upon their arrival, the paramedics tested her blood glucose using their device and a result of ¿300 mg/dl¿ was reportedly obtained. The patient stated that she was then taken to hospital and that she was kept overnight so that her blood glucose could be continually monitored. The patient denied receiving any medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also walked the patient through a control solution test and the result obtained fell within the expected range printed on the test strip vial. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.